Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited high, out of range pacing impedance and noise. Clavicular crush was also noted on the lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable.